Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found in the tube. No further information was available.